Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned sleeve/ stem separator indicated that the handle fractured into two pieces. Both portions were returned. This device was manufactured in 2012, showing signs of wear from use. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. The supply quality was made aware of the complaint. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate further as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that the handle broke in half when the separator was used and impacted with a mallet. No injury reported.